Event description:
On october 15, 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that in 2007, the patient had received contaminated heparin while he was a heart transplant patient at the hospital. Shortly after the administration of heparin during surgery, the patient began to experience conditions and symptoms consistent with the adverse reactions associated with contaminated heparin. The patient experienced extended hospitalization, and multiple abdominal surgeries.

Manufacturer narrative:
Submit date: 11/04/2009. An investigation is currently underway. Upon completion, the results will be forwarded.